Event description:
It was reported that the patient underwent a prophylactic generator replacement and lead replacement due to high impedance. The explant facility historically does not return explanted products; therefore, return of the suspect product is not expected to date. No further relevant information has been received to date.

Event description:
It was reported that the patient was referred for generator and lead replacement due to the physician believing that the patient had a broken lead due to high impedance detected on the generator. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.